Manufacturer narrative:
(B)(4). Unit passed displacement test, active current measurement, and selftest. However, unit received with unexpected battery power loss shown in power graph for different periods of time and had high sleep current, problem isolated to electronic assemblies. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer received a low battery alert prior to the replace battery alert or replace battery now alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.